Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae (B)(4). Subsequently, davol has received add'l event info indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the add'l info received. Based on the provided medical records, the pt was treated for a large ventral incisional hernia on (B)(6) 2003 using two bard composix meshes. There the records made no mention of complications or product defects during the procedure or any time after. A doctor's note written on (B)(6) 2004 made reference to another non-bard mesh product being implanted in the pt in (B)(6) 2003. While no reference was made to a defect in the bard meshes that would require intervention, recurrence is a known possible adverse reaction noted in the product's instructions for use. It was also noted in the medical records that the pt had a history of infection, including a procedure in (B)(6) 2003 with subsequent infection and open drainage. There is no indication that the bard mesh led to infection, however, the IFU also states that if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection may require removal of the prosthesis. The medical records provided did not include a statement or indication that there was a possible or suspect device failure related to the bard mesh. No sample was returned for eval and there is no indication the meshes were explanted. Based on the currently available info, it is unclear whether the device may have contributed to the reported event. The second composix kugel mesh implanted on (B)(6) 2003 was reportable under rae (B)(4).

Event description:
Based on a review of medical records provided by pt's attorney: (B)(6) 2003 - repair of large ventral incisional hernia using two bard composix kugel meshes.